Event description:
The customer reported the device displayed the message/instruction defib failure cycle power with error code 01000 (defib biphasic error). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the message/instruction defib failure cycle power with error code 01000 (defib biphasic error). There was no report of pt involvement or adverse pt impact. The local philips rep evaluated the device and resolved this malfunction by replacing the power pca.